Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer reports back ends are cracked and broken. Customer states pt unable to get cap back on causing catheter to be exchanged.

Manufacturer narrative:
Submit date: 7/15/2008. An investigation is currently underway upon completion the results will be forwarded.